Manufacturer narrative:
The astral device was not returned to resmed for an extensive engineering investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device failure to detect its external battery was most likely due to physical damage in the external battery dc connector assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect its external battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect its external battery. There was no patient injury reported as a result of this incident.